Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the obtuse marginal. A taxus liberte atom 28x2.25mm stent delivery system (sds) was advanced through the guide catheter and there was resistance. The physician removed that sds and noted that a stent strut was sticking up. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)